Event description:
From staff: mynx closure device failure to deploy correctly. The closure device was not deploying correctly per surgeon. Two were opened for the case right groin deployed okay and the left groin did not. Device was saved and placed in biohazard bag for risk management with patient information and products wrapper. Surgeon states this is the second time this has happened. Mynx ref#mx6721 lot#f2432402 exp 11-19-2026. Both mynx devices used were from the same lot.